Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Visiual inspection: grommet damage was noted and the setscrew was misaligned.

Event description:
At implant, it was reported that there was trouble attaching the lead to the device. The device was not implanted. No patient complications have been reported as a result of this event.